Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for degenerative disc disease/herniated disc pain and non-malignant pain. It was reported that, for about a month, the patient had been having issues with the handset and that it was "not working". The patient confirmed that the handset did power on but turned off after use in about 10 minutes. The patient also stated that the handset did not hold a charge and had to be charged often. Per the patient,it had to be charged more than once per day and "basically has to be plugged in all the time". The patient's managing physician/clinic told the patient was told to order a new handset and communicator. Patient services reviewed that troubleshooting was required to determine what the issue was prior to requesting a replacement. The patient planned to leave the external devices charging. Patient services planned to call the patient back for troubleshooting. Additional information received on 2025-10-24 indicated that the patient's "controller" was slowing down and was not holding a charge. When asked to clarify, the patient stated that they were having a hard time "getting them to even want to work together". Per the patient, sometimes it would work and sometimes it took them 10-15 minutes to "hook up". The patient confirmed that it lagged and did not sync up. Patient services had the patient unlock the handset and saw their lockout screen at 2 hours and 58 minutes. Patient services walked the patient through in clearing data and the patient was able to connect to the pump without issue and the patient said it was faster. The patient noted that they needed to place the communicator on a certain angle to get connected. The patient planned to monitor the lag issue and call back if further assistance was needed. It was noted that the patient got a bolus every 4 hours and usually took 2-3 boluses and they "don't use them all usually".